Event description:
The dr was performing a tibial rodding surgery when the handle of the metaphyseal reamer disconnected from the shaft of the reamer. The dr used a chuck to remove the shaft of the reamer from the tibial canal, which delayed surgery only by one minute. The reaming was completed successfully with the instrument before the handle disconnected, and no damage to the pt's bone was incurred. The surgery was completed without further incident relating to the event.